Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer had been receiving battery out limit for the past few days and had changed the battery a few times. The customer recently changed the battery but the insulin pump got a blank display. The battery had died completely before they got the battery out limit. The customer's blood glucose level was 246 mg/dl. It was found while troubleshooting that the top of the battery compartment was damaged. The customer declined troubleshooting for the battery out limit and the blank display. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, the insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit alarm noted. The insulin pump had cracked case at the display window corners, broken battery tube threads and minor scratched display window.